Event description:
The manufacturer received a voluntary medwatch (mw5158510) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient representative alleges that his wife was diagnosed with pancreatic cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since there is no device information was provided. The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.